Event description:
It was reported that a pn relion 32g x 4mm 3b tw 50ct was unable to attach to the pen during use. The following was reported by the initial reporter: "it was reported that the pen needle box is different from the previous boxes and the needles are difficult to attach to the pen. Also, the consumer suggested bd add more needles to each box. Verbatim: consumer reported that the the pen needle box is different from the previous boxes.also stated that she has difficulty attaching the needles to the pen.she wanted me to make a note that she uses 60 needles per month and the box only has 50 needles so we should increase the amount in each box.consumer did not want to provide any additional information and disconnected the call."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Tested 7pcs retention samples of thread function and check appearance of the boxes all results passed. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pn relion 32g x 4mm 3b tw 50ct was unable to attach to the pen during use. The following was reported by the initial reporter: "it was reported that the pen needle box is different from the previous boxes and the needles are difficult to attach to the pen. Also, the consumer suggested bd add more needles to each box. Verbatim: consumer reported that the the pen needle box is different from the previous boxes. Also stated that she has difficulty attaching the needles to the pen. She wanted me to make a note that she uses 60 needles per month and the box only has 50 needles so we should increase the amount in each box. Consumer did not want to provide any additional information and disconnected the call."